Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).

Event description:
It was reported that the patient arrived at the emergency department (ed) with a low heart rate and feeling faint. The physician attempted to interrogate the device but there was no telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.